Event description:
On (B)(4) 2013 it was reported that the patient had been explanted on (B)(6) 2013 due to an infection at the generator site. It was stated that tit was "unclear" as to how the infection took place. The caregivers and family were unaware of an accident or event which may have caused this; however the patient is "fidgety" and the surgeon suspects that the patient might have "picked it". The patient went into status epilepticus two days after the vns was explanted and was admitted to the emergency room. The patient's family is considering re-implantation of the device to restore vns therapy. The manufacturing records for both the lead and generator were reviewed and both devices were sterilized prior to distribution. The surgeon later reported that the infection was first observed in (B)(6) 2013. Besides explant surgery, a second surgeon had drained the incision. The surgeon stated that only the distal portion of the lead had been explanted. The surgeon reported that infection was in the generator pocket. The patient's battery had been replaced in 2009. A culture was taken to confirm the infection and the results showed "strep mitis".

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.